Event description:
Pump was set up to infuse heparin on channel d at a rate of 20cc/hr for 7 hrs. The volume to be infused was set at 1430 cc. When nurse checked pump. The volume infused indicated that 430 cc was infused. There was no pt consequence. Hosp stated they believe this was a user error.